Event description:
It was reported that a shaft break, deflation issue, and catheter entrapment occurred. The patient underwent an angioplasty procedure. The 60% stenosed target lesion was located in the moderately tortuous and non-calcified anterior descending artery. A 4.50mm x 20mm nc emerge balloon catheter was advanced and inflated to 7 atmospheres using a boston scientific insufflation syringe with a 70% saline and 30% contrast solution. However, the balloon did not deflate and became entrapped on an unknown guidewire. After 6 seconds, the device was removed while still mounted on the same guidewire and was noted to be broken. The patient remained asymptomatic and an alternate device was used to complete the procedure. The patient fully recovered.